Event description:
Reported to the MFR that a patient being treated in (B)(6) had been provided with a 'demo only' pack for interest. The pack had been handed by the patient to the surgeon, who implanted the product rather than the sterile product provided by the sales representative in (B)(6) .

Manufacturer narrative:
Although the patient had no signs of adverse reaction, the product was explanted and sent for microbiological analysis. Biocomposites stimulan rapid cure was then used to complete the procedure.